Manufacturer narrative:
Investigation is pending.

Event description:
Customer reported one (1) potential false negative hcg result using the henry schein one step+ hcg urine cassette test pregnancy test in comparison to two (2) positive home pregnancy tests and a serum quantitative result of 80 miu/ml. The patient's last menstrual period was (B)(6) 2015. The urine sample was fresh but was not the first-morning void. There was no adverse patient sequela and no additional information provided.

Manufacturer narrative:
Investigation/conclusion: the customer's observation was not replicated in-house with retention and return devices. Retention and return devices were tested with 25 miu/ml hcg cutoff urine control, all results were hcg positive at read time. There were no false negatives obtained. The manufacturing records for the lot were reviewed and the lot met release specifications. The root cause could not be determined without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency and no corrective action is required.